Event description:
The patient reported a (B)(6) 2019 hospitalization. The patient stated that she did not feel well, earlier on (B)(6) 2019 and removed her v-go before her hospital admission. The patient described how she felt stating that she felt like she had fever, she experienced head congestion, vomiting, dizziness (alongside her flu symptoms that day). The patient stated that the hospital health care providers diagnosed her as having dka and admitted her. The patient stated that she was released on (B)(6) 2019 and that she returned to v-go therapy after being released from the hospital. The patient stated that the v-go prior to her admission has since been discarded and is not available for collection.